Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the therapy stopped helping the patient's bladder in the middle of (B)(6) 2016. Their bladder would just go and go and go. They were having an accident every night and, sometimes, could not get back to their room in time or hold it any longer in front of the toilet. They mentioned that they were in the hospital three times in the middle of (B)(6) but these were not related to the device. It was noted that they had not seen a healthcare professional (hcp) since they had been home. They had increased the stimulation to where they thought it was good, but it hurt them when they sat down in their chair. They stated that it would still hurt at times. Even when they were in the hospital the stimulation bothered them. It was reported that they had fallen on the carpet with no padding on the cement about three weeks prior to the report. The patient had been in a wheelchair. They stated that they would not be able to see a hcp the week of the report and that the hcp didn't seem to know much about it and didn't have patience. On (B)(6) 2017, it was reported that the patient had been in rehab, as well as the hospital visits. At times, the stimulation was too painful. They had not gotten any help at all and were wet most mornings.